Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) will not show ECG data. Even with a simulator hooked up to the unit, it will display a flat-line for the ECG waveform with no hr displaying. The customer tried swapping to a known-good lead set with no change. Tech support (ts) had the customer verify ECG measurement is on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 on (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Central nurse's station: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) will not show ECG data. Even with a simulator hooked up to the unit, it will display a flat-line for the ECG waveform with no hr displaying. The customer tried swapping to a known-good lead set with no change. Tech support (ts) had the customer verify ECG measurement is on. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) will not show ECG data. Even with a simulator hooked up to the unit, it will display a flat-line for the ECG waveform with no hr displaying. The customer tried swapping to a known-good lead set with no change. Tech support (ts) had the customer verify ECG measurement is on. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) will not show ECG data. Even with a simulator hooked up to the unit, it will display a flat-line for the ECG waveform with no hr displaying. The customer tried swapping to a known-good lead set with no change. Tech support (ts) had the customer verify ECG measurement is on. No patient harm was reported. Investigation conclusion: the reported issue was confirmed. Based on the evaluation of the returned device an issue with the ECG input connector was identified indicating a possible loose connection or liquid damage on the input connection. No further investigation will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1: 01/20/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Central nurse's station: model: ni. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.